Manufacturer narrative:
(B)(4). Concomitant product: cat#113844 titanium screw low prof 5x20mm 0mm lot#010790; cat#113846 titanium screw low prof 5x30mm lot#948060; cat#11-103208 taperloc por lat fmrl 15x150 lot#813280. The device will not be returned for analysis, as the device remains implanted; however, an investigation of the reported event is in progress. Once the investigation is completed, a supplemental medwatch 3500a will be submitted. Multiple MDR reports were filed for this event, please see associated reports: 0001825034 - 2022 - 01403.

Event description:
It was reported the patient underwent a right hip procedure. Subsequently, the patient is reported to be suffering from pain associated with metal on metal implants and massive effusions approximately nineteen (19) years later. A revision surgery is not yet planned as the patient has heart issues. Attempts have been made and additional information on the reported event is unavailable at this time.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information. The following sections were updated/corrected no product was returned or pictures provided; visual and dimensional evaluations could not be performed. Medical records/radiographs were provided and reviewed by a health care professional. A review of the available records identified findings of the reported issues: joint pain, swelling, numbness, dizziness, difficulty with balance, needs walker. No other complications reported a review of the device history records identified no related deviations or anomalies during manufacturing. A definitive root cause cannot be determined. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
No further event information available at the time of this report.